Event description:
It was reported that a patient presented to the emergency room due to a shock. Device interrogation revealed oversensing noise on the right ventricular (rv) lead. Tachy therapy was turned off. The patient was discharged from the hospital.

Manufacturer narrative:
The reported events were noise, inappropriate shock and suspected lead fracture. As received, a partial lead was returned in one piece. The reported events of noise and suspected lead fracture were not confirmed. During electrical testing the lead failed hi-pot test due to procedural damage at the distal region of the lead. X-ray examination did not find any indication of conductor fractures. Additional findings observed during analysis that are unrelated to the reported event. Final analysis found external insulation abrasion breaching only the optim sheath at 47.4cm to 48.0cm from the distal tip. The cause of the external insulation abrasion is consistent with friction to the device can.